Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise and was subsequently hospitalized. Boston scientific technical services (ts) was consulted to review the data. Upon review ts noted that the signal appears similar to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts further noted stored untreated episodes due to signal saturation and suggested additional troubleshooting in this area as well. The patient was brought in for troubleshooting where isometrics showed muscle noise in primary and secondary different from the stored episodes. Impedances were done during the muscle noise and found higher, but within range, shock impedance when patient was moving versus when in supine position at rest. X-rays were taken and sent to ts for review. Ts noted that the lateral view did not have the spine visible. However, there is a possibility of the device and electrode being slightly superficial compared to where the fascia should be which could be responsible of the increased impedance compared to the typical range. There was no obvious kink or bending and connection was not able to be completely assessed because of slight tilt of the device. Ts discussed further programming options. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to add an impact code that was inadvertently left off of the initial report. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise and was subsequently hospitalized. Boston scientific technical services (ts) was consulted to review the data. Upon review ts noted that the signal appears similar to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts further noted stored untreated episodes due to signal saturation and suggested additional troubleshooting in this area as well. The patient was brought in for troubleshooting where isometrics showed muscle noise in primary and secondary different from the stored episodes. Impedances were done during the muscle noise and found higher, but within range, shock impedance when patient was moving versus when in supine position at rest. X-rays were taken and sent to ts for review. Ts noted that the lateral view did not have the spine visible. However, there is a possibility of the device and electrode being slightly superficial compared to where the fascia should be which could be responsible of the increased impedance compared to the typical range. There was no obvious kink or bending and connection was not able to be completely assessed because of slight tilt of the device. Ts discussed further programming options. The s-ICD and electrode remain in service and no adverse patient effects were reported.